Event description:
Reported from (B) (6) hosp, (B) (6): medtronic rep reported that the site experienced problems with the synergy spine software freezing in a fluoro spine case. The or staff was refreshing the software between cases (exiting and reentering) when it froze the first time. They had to power off the system and reboot it while preparing for the case. The system appeared to be working properly, but that it froze while the surgeon was navigating with the system. They had to perform another hard shut down on the system and when they powered the system back on that it did not recognize the video cable connection to the ziehm vision c-arm (12 inch, using wireless target). The surgeon chose to abort the use of the system for the procedure. The pt was affected after navigation was aborted. The surgeon broke through the pedicle wall (lateral breach at l5) and the pt required a revision procedure on (B) (6) 2010. System component was replaced and is being returned for further evaluation.

Manufacturer narrative:
S7 hardware info supplied in fields; synergy spine software part number is 9733686 and (B) (4) was in use. Investigation is in process. Computer on s7 system is being replaced but has not been received yet at mnav for evaluation.